Event description:
Procedure: liver resection. According to the reporter: the knife advanced but staples did not form properly. Bleeding was reported as under 500cc. Manual suturing was performed. No pt info was available.